Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01345 and MFR. Report # 3005099803-2011-01346). It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, when the physician applied current to each device to perform the sphincterotomy, the cutting wire broke. No portion of the cutting wires detached from the devices inside of the patient. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of cutting wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was slightly bent and broken. The broken ends of the cutting wire appeared blackened/discolored. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected and any defect is scrapped and documented in the device history record (DHR). A review of the DHR confirmed that the device met all manufacturing specifications. Therefore, the bent and broken cutting wire is likely due to procedural/anatomical factors and the most probable root cause is "operational context."

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-01345). It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, when the physician applied current to each device to perform the sphincterotomy, the cutting wire broke. No portion of the cutting wires detached from the devices inside of the patient. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.